Manufacturer narrative:
Only the sensor board was returned to the manufacturer for investigation.

Event description:
The manufacturer received information from a third party service center alleging a ventilator's sensor board was defective. There was no harm or injury reported. During the evaluation of the device at the third party service center, the device's sensor board was replaced to address the issue. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the sensor board failed steps during testing. The root cause of the sensor board failing test steps was due to the mt5 flow sensor drifting out of specifications.